Event description:
The complainant reported that during the preparation of the pt for a therapeutic procedure the device packaging was opened, whereupon the devie completely fell apart. The physician was able to obtain another device and successfully perform the pt procedure. The complainant indicated that there was no adverse affect on the pt as a result of the reported malfunction.